Manufacturer narrative:
Analysis found the device came with a port 3 continuity failure, two torn gaskets, four missing bumpers, a damaged decal, and a cracked panel. The device was cleaned and the defective top board, gaskets, decal, panel and bumpers were replaced. The device was tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not working, worked intermittently and port 3 was loose. There was no patient impact.